Event description:
It was reported that the first t-bar was implanted during a meniscal repair. When the second stab was made of the meniscus, the second t-bar did not deploy so it got lodged in the joint. The surgeon managed to remove it with a grasper.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.